Event description:
Reporter alleged obtaining the results of 572 mg/dl and 230 mg/dl back to back within 10 minutes on the advantage system. Reporter also alleged obtaining the results of hi (greater than 600 mg/dl) and 198 mg/dl back to back within 10 minutes on the same system, on a different day. Reporter used the lower reading to base his dosage of insulin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 572 mg/dl and 230 mg/dl back back to back within 10 minutes on the advantage system. Reporter also alleged obtaining the results of hi (greater than 600 reporter also alleged obtaining the results of hi (greater than 600 mg/dl) and 198 mg/dl back to back within 10 minutes on the same system, on a different day. Reporter used the lower reading to based his dosage of insulin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.